Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was leaking insulin, had numbers counting on the display, had an unexpected restart alarm, and an additional error alarm. Blood glucose level at the time of the incident was not provided. The customer reset the device and had a blank display. The customer reported that she would contact her health care provider for further assistance. The insulin pump was not replaced or returned for analysis.